Manufacturer narrative:
Block h6: problem code 1504 captures the reportable issue of balloon pinhole. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon did not have any visual defects and were in good condition. Functional evaluation was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the distal section of the balloon material. This failure is likely due to factors encountered during the procedure, such as the manner in which the device was handled and manipulated during the initial use or during procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was leaking. Reportedly, the device was removed from the patient for inspection, and it was noticed that the balloon had a pinhole. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was leaking. Reportedly, the device was removed from the patient for inspection, and it was noticed that the balloon had a pinhole. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.